Event description:
It was reported that the customer's insulin pump had a blank display. When the insulin pump powered back on, the customer received an unexpected restart alarm. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube connector not plugged in properly to the interface board. Unable to verify a21 alarm due to blank display. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.